Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope exhibited foreign objects inside the barrel of the eyepiece (discoloration). There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to b5.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and historical data, the most probable causes include: damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and historical data, the most probable causes include: damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.